Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement using navarre drainage catheter. After the procedure, the drainage catheter was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first photo shows the partial view of a drainage catheter in which a formation of fluid droplet was noted near the drainage catheter hub. The second photo shows the partial view of a clinician holding a drainage catheter, displaying the catheter hub. The third photo shows the partial view of a drainage catheter attached to an external tubing. Some fluid in noted to be beneath the catheter hub and the external hub. However, it is unsure whether the leak caused by the drainage catheter hub or external tubing. Therefore, the investigation is inconclusive for the reported fluid leak as the photo evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g3, g4, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement using navarre drainage catheter. After the procedure, the drainage catheter was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.